Event description:
A false low total b-hcg result on a pt sample. The results were reported and questioned by the physician. Biased results of the magnitude and direction observe might lead to inappropriate physician action. There was no report of patient harm as a result of this event.